Event description:
A cartridge change error was reported with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to inspect the cartridge and cleaning components, but the customer was unable to successfully load the cartridge. Further assistance from customer support for escalated troubleshooting was arranged.